Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving an alert. Review of the session record noted episodes of non-sustained oversensing due to lead noise and loss of capture. Varying measurements in impedance were also observed. Possible lead damage was suspected. The lead was explanted and replaced. The patient was in good condition prior, during and post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.